Event description:
Information received indicates that pump failed volumetric accuracy test. Rate and dosage provided were 125 ml/hr and 10 ml. There was no the alleged amount delivered provided.

Manufacturer narrative:
Investigation found that the pump under delivered by +/- 5 percent specifications. The pump was calibrated to resolve the issue.